Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The reported failure to grasp the leaflets and difficult to remove from anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported failure to grasp the leaflets. The gripper getting stuck on the posterior leaflet appears to be due to the failure to grasp the leaflets. The gripper actuation issue appears to be due to the gripper getting stuck on the posterior leaflet. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the clip got caught on leaflet and gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+ and prolapsed posterior leaflet. The first clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve and grasping was performed. There was some difficulty grasping the leaflets and the clip got stuck on the posterior leaflet. Troubleshooting was performed and the clip was freed without any damage noted to the valve. However, while actuating both grippers, only one gripper came down. Troubleshooting was performed per the IFU and attempted to lower them independent but had the same results. Therefore, it was decided not to use the cds and end the procedure. One clip was implanted reducing mr from 2+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.